Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers anomaly noted. The insulin pump has cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the numbers on the screen of the insulin pump started ramping when trying to deliver a bolus. It was also stated that the buttons are not responding and a button error alarm occurred. Blood glucose value is 5.6 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.